Event description:
According to the available information when changing the lavage bags the balloon was found to be torn. No adverse patient events were reported.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9472412. This product was made by our subcontractor which was informed about this issue. On 16th april we received one used sample. After desinfection we observed balloon burst with no missing parts. On 22nd may, we received the documentary investigation report from our subcontractor concluding that:" the probably root cause of this issue was a problem with balloon¿s raw material". Checking the quality databases revealed in relation to the described defect a corrective and preventive action ongoing: monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. A clinical evaluation was performed concluding that:"to our knowledge / understanding of the event, the x-flow prostatectomy catheter ref. Ab6320 has been placed in a male patient operated on for trans-urethral resection of prostate (turp) on 21/03/2024. On the same day, when changing the irrigation bag, it was observed that the balloon has burst, without injury.

Event description:
According to the available information when changing the lavage bags the balloon was found to be torn. No adverse patient events were reported.